Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. There were no alarms or error codes associated with this issue. During troubleshooting thermal damage was identified within the system on the power switch and on a wire that connects to it. This was determined to be the cause of the initial power failure. There was no observed burning smell, smoke, spark, flame, or arcing associated with the identified thermal damage. The ro system is plugged into its own breaker. The thermal overload switch tripped and needed to be reset. The biomed stated there were no blown fuses found in the local power supply. There were no local power grid issues found on or around the reported event date. The biomed noted that a storm occurred two days prior to discovering the reported issue. The clinic was closed as scheduled on the day following the storm and the power issue was discovered when the clinic reopened. However it was not believed that the storm and the power and thermal damage were related. The biomed stated the power switch and wire harness were replaced to resolve the reported issue and the system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation a photograph was provided by the customer. The reported thermal damage was confirmed by the manufacturer through review of the photograph. The reported power failure and the thermal damage was most likely caused by bad contacting at the l1 wire connected to the motor protection switch. Due to a bad contact between the cable lug l1 and its contact pin at the motor protection switch, mains phase l1 was missing. The assymetrical and increased load on the remaining two mains phases the thermal overload was loaded unbalanced and tripped as intended. The thermal damage occurred due to the too high contact resistance and thermal power loss at the bad contacting connection. As higher currents will occur in such a scenario, the wire and cable lug are exposed to higher temperatures respectively, resulting in the found thermal damage. The failure pattern is a known issue and covered by a CAPA project which included the redesign of the crimped cable lug. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. Based on follow-up information the problem was resolved by resetting the thermal overload and by replacing the motor protection switch and connected wiring. A review for similar complaints or the device history record is not required in this case. The most likely failure pattern is known and could be assigned to this complaint record.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there was no power to the aquabplus reverse osmosis (ro) system. There were no alarms or error codes associated with this issue. During troubleshooting thermal damage was identified within the system on the power switch and on a wire that connects to it. This was determined to be the cause of the initial power failure. There was no observed burning smell, smoke, spark, flame, or arcing associated with the identified thermal damage. The ro system is plugged into its own breaker. The thermal overload switch tripped and needed to be reset. The biomed stated there were no blown fuses found in the local power supply. There were no local power grid issues found on or around the reported event date. The biomed noted that a storm occurred two days prior to discovering the reported issue. The clinic was closed as scheduled on the day following the storm and the power issue was discovered when the clinic reopened. However it was not believed that the storm and the power and thermal damage were related. The biomed stated the power switch and wire harness were replaced to resolve the reported issue and the system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage.